Event description:
Clarification of event: it was reported that the patient presented in the operating room for a device implant. It was noted that the suture hole appeared to be occluded and the physician was having trouble securing the device in the pocket. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field reported experience of an occluded suture hole in the header was confirmed in the laboratory. Examination of the device header revealed that a suture hole had been drilled through the header and filled in.

Event description:
It was reported that the patient presented in the operating room for a device implant. It was noted that a suture hole appeared to be occluded, noting that the physician was having trouble securing the device in the header. The device was replaced.